Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. According to the received information was no part replaced. Evaluation of received device logs confirms the occurrence of technical errors 11 and 5 on the date of event. The technical errors were reported to disappear after a service where the user panel was replaced. The ventilator was returned to service and no further problems have been reported. A failure leading to the technical error 11 may lead to a stop in ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and the reported technical error codes. The conclusion in this matter is that the reported issue was probably caused by a defective expiratory channel pc board, but this could not be confirmed since the expiratory channel pc board was not replaced.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
Two technical error codes were found in the ventilator logs. The error codes indicate an open safety valve and a power failure. There was no patient involvement. Manufacturer reference # : (B)(4).